Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 6/4/2024. This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. H6 component code: g07002 no device returned. The single complaint was reported with multiple events. There are no additional details regarding the additional events. A review of the batch manufacturing records was conducted, and no related non-conformances were identified. Additional information was requested, the following was obtained: - please clarify how many sutures was used in this single procedure? 6 sutures were used that day is cases. - please provide lot number. Lot # slbcpu. - please clarify the quantity of product to be return. 6 sutures were returned today.

Event description:
It was reported that patients underwent total knee replacements on unknown dates in 2024, and barbed suture was used. During the procedures the stratafix felt like a normal pds. The barbs were not catching. There was no patient harm. Additional information has been requested.